Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A part of the device was torn. A definitive root cause could not be identified. There was no information available about the endoscope used in combination with the device and no other abnormalities were found on the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the distal attachment to the scope came off and dropped into the patient's body. The issue occurred during an unspecified therapeutic procedure. The device was immediately retrieved and a new one was opened to complete the procedure. It was reported that upon examination of the device, it appeared to be cracked. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.